Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie didn't open. A technical support specialist confirmed that issue was resolved by customer. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medbank system cubie didn't open. The customer reported that users were unable to remove medications from cubie while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.